Event description:
The device was applied during a low anterior resection procedure. Reportedly, the anvil and center rod components, two detachable components, disengaged from the instrument after firing. The anastomosis was complete and the hosp has reported no pt injury occurred.